Event description:
Follow up.

Manufacturer narrative:
The sample device is indicated as available for evaluation. As of the date of this report the sample has not yet been returned. A follow-up report will be provided once the sample has been received and reviewed.

Event description:
The PICC was inserted 24h prior to the event. The nurse was preparing to change the dressing at 24h. She loosened the tegaderm and before she pulled it off, the catheter broke at the end of the securement area where the oval and extra think part is located. She had not started pulling on the oval part yet. There was no harm or bleeding. Another PICC was inserted.